Manufacturer narrative:
Bayer case number: (B)(4). Pain in everyday life [pelvic pain female] tendinitis shoulders [shoulder tendinitis] tendinitis (wrist & arch of foot) [tendinitis] muscle pain [muscle pain] cervical pain [uterine cervical pain] pain in the back [pain back] pain in knees [aching in knees] stiffness of the body when waking with difficulty walking first thing in the morning [stiffness] weight gain [weight gain] depression [depression] burn out [burnout syndrome] fatigue [fatigue] difficulty concentrating [concentration impairment] difficulties in certain movements [mobility decreased] sick leave [sick leave] constant fatigue that limits some of my activities [fatigue]. Case narrative: the below report was received by health authority ansm (reference number: r2519269) on 23-jul-2025. The most recent information was received on 08-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain in everyday life") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), rotator cuff syndrome ("tendinitis shoulders"), tendonitis ("tendinitis (wrist & arch of foot)"), myalgia ("muscle pain"), uterine cervical pain ("cervical pain"), back pain ("pain in the back"), arthralgia ("pain in knees"), musculoskeletal stiffness ("stiffness of the body when waking with difficulty walking first thing in the morning"), depression ("depression"), burnout syndrome ("burn out"), a first episode of fatigue ("fatigue"), disturbance in attention ("difficulty concentrating"), mobility decreased ("difficulties in certain movements"), sick leave ("sick leave") and a second episode of fatigue ("constant fatigue that limits some of my activities") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). At the time of the report, none of the events or their latest episode had resolved. No causality asseses sure was removed on (B)(6) 2021. Sent was received for essure with regard to rotator cuff syndrome, tendonitis, myalgia, uterine cervical pain, back pain, arthralgia, musculoskeletal stiffness, weight increased, depression, burnout syndrome, the first episode of fatigue, disturbance in attention, mobility decreased, pelvic pain, sick leave or the second episode of fatigue. The reporter commented: a lot of minor symptoms appeared after the essure were inserted, I didn't make the connection but they worsened over time and made my day-to-day life difficult. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 08-aug-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) pain in everyday life [pelvic pain female] , tendinitis shoulders [shoulder tendinitis] , tendinitis (wrist & arch of foot) [tendinitis] , muscle pain [muscle pain] , cervical pain [uterine cervical pain] , pain in the back [pain back] , pain in knees [aching in knees] , stiffness of the body when waking with difficulty walking first thing in the morning [stiffness] , weight gain [weight gain], depression [depression] , burn out [burnout syndrome] , fatigue [fatigue], difficulty concentrating [concentration impairment] , difficulties in certain movements [mobility decreased] , sick leave [sick leave] , constant fatigue that limits some of my activities [fatigue]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 23-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain in everyday life") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on 31-aug-2021. On unknown date she experienced pelvic pain (seriousness criterion intervention required), rotator cuff syndrome ("tendinitis shoulders"), tendonitis ("tendinitis (wrist & arch of foot)"), myalgia ("muscle pain"), uterine cervical pain ("cervical pain"), back pain ("pain in the back"), arthralgia ("pain in knees"), musculoskeletal stiffness ("stiffness of the body when waking with difficulty walking first thing in the morning"), depression ("depression"), burnout syndrome ("burn out"), a first episode of fatigue ("fatigue"), disturbance in attention ("difficulty concentrating"), mobility decreased ("difficulties in certain movements"), sick leave ("sick leave") and a second episode of fatigue ("constant fatigue that limits some of my activities") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). At the time of the report, none of the events or their latest episode had resolved. No causality assessment was received for essure with regard to rotator cuff syndrome, tendonitis, myalgia, uterine cervical pain, back pain, arthralgia, musculoskeletal stiffness, weight increased, depression, burnout syndrome, the first episode of fatigue, disturbance in attention, mobility decreased, pelvic pain, sick leave or the second episode of fatigue. The reporter commented: a lot of minor symptoms appeared after the essure were inserted, I didn't make the connection but they worsened over time and made my day-to-day life difficult. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.